Event description:
The customer reported that their pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level, as the caller declined to provide this information. As a resolution, technical support advised the customer that the pump was out of warranty and recommended contacting their health insurer for further action. Customer reverted to an alternate method of insulin therapy.